Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the mis-deployed endoanchor cannot be conclusively determined from the films provided. The films during the first stage deployment of the mis-deployed endoanchor were not provided. The angio's provided was in the left/right view. During second stage deployment of the mis-deployed endoanchor, the guide and applier were positioned with the tip of the guide catheter facing toward the posterior wall of the stent graft. The apposition or the position of the aptus applier relative to the stent graft during second stage deployment cannot be assessed. From the films provided, there did not appear to be any device malfunction related to the applier or the associated endoanchor. It is possible that incorrect positioning of heli-fx guide and applier, improper endoanchor placement, and/or loss of perpendicular apposition, may have led to mis-deployment of the endoanchor. The exact cause of the residual proximal type I endoleak after implant of the endurant cuff and aptus endoanchors cannot be conclusively determined from the films provided. The films provided did not show any obvious device malfunction related to the implanted endoanchors and endurant cuff. Cta's prior to the endurant cuff/endoanchor implant procedure showed that posterior wall of the proximal aortic neck was moderately calcified. The proximal aortic neck was angulated ~ 50 deg a-p. It is possible that the calcification in the posterior aortic neck along with the aortic neck angulation may have contributed to the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff and aptus endoanchors were implanted in the patient to treat another manufacturer¿s proximal type I endoleak. It was reported that after implanting the endurant ii aortic cuff, the proximal type I endoleak persisted. Additionally, a slight slowing of the washout of the left renal artery was observed that suggested the endurant ii aortic cuff was partially covering the left renal artery. The physician elected to implant a left renal artery stent, brisk flow was observed to be restored and the left renal artery was patent. The physician attempted to balloon the proximal end of the endurant ii aortic cuff but the proximal type I endoleak persisted. The physician then elected to implant aptus endoanchors to treat the proximal type I endoleak and to obtain a more secure seal. The 12th aptus endoanchor that was deployed did not penetrate the fabric of the endurant ii aortic cuff. Fluoroscopy revealed a loose endoanchor within the aorta. The patient remained asymptomatic and in stable condition. The aptus endoanchor was able to be retrieved with a snare under fluoroscopic guidance and came completely out of the patient. The proximal type I endoleak still persisted after implanting the aptus endoanchors and so the physician elected to implant a palmaz stent. The palmaz stent was deployed inferior to the renal arteries and a post deployment angiogram revealed that although diminished, the patient still had a persistent proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.